Manufacturer narrative:
Initial reporter facility name: (B)(4).

Event description:
It was reported that blood loss occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The inner and outer sheaths could not lock. During advancement, increased pulmonary venous bleeding and a minor hematoma occurred. The was removed from the patient and replaced with a second one and a device was successfully implanted. No further treatment was required for the bleeding and a bandage was used to treat the hematoma. No damage and no patient complications were noted. The patient was stable and has been discharged.

Event description:
It was reported that blood loss occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The inner and outer sheaths could not lock. During advancement, increased pulmonary venous bleeding and a minor hematoma occurred. The was was removed from the patient and replaced with a second one and a device was successfully implanted. No further treatment was required for the bleeding and a bandage was used to treat the hematoma. No damage and no patient complications were noted. The patient was stable and has been discharged.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Device evaluated by MFR.: returned device consisted of a watchman access system with the dilator snapped into the sheath. The devices were separated during lab analysis. The device was bloody. Analysis of the dilator, hub/valve, tip, and sheath included microscopic and visual inspection. Inspection found no damage or defect with the returned device. The portion of the dilator that snapped into the hub of the truseal was measured with a calibrated caliper and measured within specification. The dilator was advanced into the hub/sheath, and was able to snap in. The dilator was able to be snapped into the sheath in the expected manner. The dilator was removed from the sheath and water was injected into the sheath. The dilator was re-inserted and snapped in, where it was observed that less force was needed to become unsnapped, however, the device was observed to snap together. The reported snapping difficulty, hematoma and blood loss could not be confirmed as clinical circumstances could not be replicated.